Event description:
It has been reported that during pci (percutaneous coronary intervention), an iab was inserted, related to decrease in blood pressure. The first sheath the md tried to insert was an 8fr 25cm sheath (competitors) into the patient's right femoral artery; however, due to severe calcification and tortuosity, the doctor switched out the sheath to an 8fr, 25cm flex sheath. The iab was inserted only till the middle of lower abdominal area and did not reach the correct position. Though iabp ((B)(4) started working, it did not show sufficient effect. The doctor pulled out the iab catheter, and tried to insert another iab catheter on left femoral. There was a 40 minute delay in iabp therapy. There was no reported patient death, injury or complications. Medical/surgical interventional was not required. The patient outcome is listed as good. See: MDR report 1219856-2015-00082 for the second reported event.

Manufacturer narrative:
(B)(4).